Event description:
The physician used a fusio preloaded omni-tome sphinctertome for an ercp procedure. During cannulation the physician felt resistance. A small portion of the wire guide coating detached in the patient and was retrieved using a snare. A portion of the wire guide was exposed to the inner wire near the distal end. An injury to the patient was not reported.